Event description:
It was reported to boston scietific corporation that a genesys hta procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2013. According to the complainant, fluid loss alarms were received during seal integrity check. A second tenaculum was applied inside the cervix. Room temperature saline was noted to be leaking from the cervix area and it was determined that the sheath was punctured when a second tenaculum was applied. The patient was reported to be ¿fine¿ at the conclusion of the procedure.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.